Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level ranged from 300 mg/dl to "high" on the cgm graph. Elevated blood glucose was addressed by manual insulin therapy. Customer reverted to an alternate method of insulin therapy.